Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported back up alarm failure. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 23jul2020. B4: 27jul2020. Central processing unit (cpu) printed circuit board assembly (pcba) was received for evaluation. There were no signs of damage or contamination during visual inspection. The cpu pcba was installed onto a test ventilator in an attempt to duplicate the reported issue. After testing, the reported issue was unable to be duplicated and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14jul2020 b4: (B)(6) 2020 the customer troubleshot with tech support over the phone. The customer corrected and stated that the device was not in use on a patient during the time of the event. The customer replaced the central processing unit (cpu) board to address the reported issue. The issue was resolved and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.